Event description:
During a zephyr valve procedure, a zephyr 4.0 j edc was used to deploy a valve. Following the deployment, it was noticed that one of the sizing wings was missing. The missing wing was not noticed inside the airways. The valve deployment procedure was successfully completed.